Event description:
Reporter alleged blood glucose reading was 120 mg/dl at 4 am and emergency med tech (emts) were called at 5 am. It was reported emts measured 30 mg/dl fifteen mins later. Reporter stated emts treated her with a shot, contents unk, and dietary adjustments. It was reported customer was using expired test strips during the alleged incident. A request was made for the return of the suspect device and replacement product was sent.